Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the company representative on (B)(6) 2017. The rep noted that they were not aware of when the patient first started to experience the lack of relief. The rep had been called to attend the revision by the healthcare provider (hcp). The reason for the revision was that the hcp assumed there was something wrong with the catheter and the patient had experienced a lack of therapeutic relief. It was noted that the troubleshooting done was to replace the catheter. The patient had gotten relief after the catheter replacement. The rep had no further information.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type catheter. Patient code (B)(4) applies to the catheter. Device code (B)(4) applies to the catheter. Eval code-conclusion code applies to the catheter.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving morphine with an unknown dose and concentration via an implantable pump for malignant pain and pelvis/pelvic. It was reported on an unknown date company representative (rep) reported a catheter event, and it was noted it was unknown if the catheter event had been confirmed. It was stated rep attended a catheter revision on (B)(6) 2016. It was stated the healthcare professional (hcp) requested the catheter be sent back for analysis, but rep did not hear that request. It was stated the hcp recently asked if he ever sent the catheter back. It was noted rep now has the catheter and was sending it back. Rep stated it was believed the patient was not getting good therapy/lack of therapeutic relief and that was why the catheter was replaced. It was reported patient experienced lack of therapeutic relief/not getting good therapy on an unknown date. It was unknown if it was a gradual or sudden change in symptoms. It was noted the catheter was being returned for analysis. No further information was provided.

Manufacturer narrative:
The catheter was returned for analysis and analysis found no significant anomaly with the catheter. The conclusion code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.